Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to the broken reservoir tube lip. However, the insulin pump was received with normal operating currents and passed the reset error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin pump had minor scratches to the display window, cracked display window, cracked case at display window corners, cracked battery tube threads and missing reservoir tube seal. (B)(4).

Event description:
The customer's mother reported via telephone call that the reservoir compartment was broken and that the ring was missing. The blood glucose reading was 258 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.